Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. There were numerous kinks in the hypotube. Microscopic examination found a longitudinal tear 9mm in length, in the middle of the balloon over both markerbands. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in coronary artery. A 5.00mm x12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient. No patient complications were reported and the patient's status was good.